Event description:
The intra aortic balloon would not inflate on the pump. The intra aortic balloon was not returned to datascope for evaluation. The intra aortic balloon pump was discarded by the facility. Event complications: unknown- reported 6/10/1998. Pt's current status: unk -reported 6/10/1998.